Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 5 april 2024, it was reported that one set of cannula was bent. Patient blood glucose level noticed was 142mg/dl. Insulin type was humalog/insulin lispro. Within 3 hours of insertion customer noticed symptoms. Customer replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.